Event description:
Customer reported receiving a "check again in 10 minutes" sensor error message with the adc device and was unable to obtain readings or monitor blood glucose levels. As a result, customer experienced symptoms described as "about to pass out," was unable to self-treat and required treatment of an unspecified infusion provided by a health care professional. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Historical data log was graphed and a typical glucose pattern is observed. No abnormalities were observed with the sensors data. Issue is not confirmed due to sensor terminating with no issues observed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for date received by MFR as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check again in 10 minutes" sensor error message with the adc device and was unable to obtain readings or monitor blood glucose levels. As a result, customer experienced symptoms described as "about to pass out," was unable to self-treat and required treatment of an unspecified infusion provided by a health care professional. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed and no issues were observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor data was analyzed and no abnormalities were observed with the sensors data. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "check again in 10 minutes" sensor error message with the adc device and was unable to obtain readings or monitor blood glucose levels. As a result, customer experienced symptoms described as "about to pass out," was unable to self-treat and required treatment of an unspecified infusion provided by a health care professional. No further treatment was indicated. There was no report of death or permanent injury associated with this event.